Event description:
It was reported that during an unk procedure, the first reload fired part of the way and then locked. The second reload cut but did not staple. They opened a new device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. Reload c was received with the proximal three drivers up without staples. Reload b had the proximal 15 drivers up without staples, and the remaining drivers down with staples present. Both reloads had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional info please refer to the instructions for use. The cartridge reloads b and c were manually unlocked and the device was tested for functionality with the returned cartridge reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.